Event description:
It was reported the patient took 2-3 hours to recharge (which was within the normal range). The patient had to recharge every 5 days. The patient could not remember if this had changed, but had wondered if he could get an implant that didn¿t take as long as to charge. The patient did not like the fact that he couldn¿t get updates without having surgery. The patient also alleged that stimulation would turn off by itself. The patient could not remember how long it had been happening or any details of when it turned off or how quickly it turned on. It was noted it could be the stimulator depleting or the sensing function. The patient did not have the programmer to check the device. It was further reported that the patient was still having concerns with their device/therapy and was working with her physician and or company representative. If additional information is received a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).